Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in the rewinding. Customer¿s blood glucose level was 136 mg/dl. The customer reported that the piston did no longer detect the reservoir therefore, they did not see numbers. The insulin pump will be returned for analysis.